Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported warning message occurred. The cassette pak was released from the console (unlatched to the console) at the same time the warning occurred, and the ultrasound (us) became unusable/no phaco power. The cassette pak could not be latched to the console (the console did not hold the cassette pak) even after restarting the console. The cassette pak was replaced, and the surgery was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Error code was reported. No sample has been returned for evaluation.; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Although no sample has been received, an investigation is currently ongoing to determine root cause of complaints of a similar nature. Action was taken to determine root cause and implement corrective actions based on an observed trend for complaints of a similar nature. To address root cause, manufacturing and engineering teams have been notified of the defect occurrence for production line awareness. A broader investigation is on-going and observations and review of the process by manufacturing and engineering teams have not concluded. Additional actions will be taken based on the root cause analysis. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).